Event description:
A patient reported blood glucose results of "4.3 mmol./l and 2.3 mmol/l" with a lifescan meter, perforemd within 10 minutes of each other. Based on statistical methodology, the calcuated difference of these glucose results exceeds the expected value of <=20% and/or <+1.11 mmol/l, thereby indicating a potential malfunctioni of the meter in terms of precision. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for elvaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if eithet the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.